Event description:
A user facility¿s clinic manager (cm) reported that a visible internal dialyzer blood leak occurred immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm because the staff stopped the treatment before blood reached the blood leak detector. Blood leak test strips were not used because the leak was visually observed. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. One photo has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) on both ends extending from approximately 375° to 35° on the cavity ID end and 185° to 290° on the non-cavity ID end with the dialysate ports at 0°. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s clinic manager (cm) reported that a visible internal dialyzer blood leak occurred immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm because the staff stopped the treatment before blood reached the blood leak detector. Blood leak test strips were not used because the leak was visually observed. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. One photo has been provided.